Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the adhesive of the tip fixation screw was detached and had insufficient adhesive in the screw holes of the distal end. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a crack. It was observed that the paint on the air and water cylinder was peeled due to deterioration caused by handling. Lastly, a scratch was observed on the image guide protector and on the protector of the universal cord on the control section side due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had a balloon and channel malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the tip fixation screw was detached which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the tip fixing screw adhesion peeling could not be identified. The event can be prevented by following the instructions for use which state: "do not hit or drop the distal end, flexible part, bending part, control part, universal cord, scope connector part of the endoscope. Also, do not bend, pull or twist with strong force. The device may break, injure the body cavity, burn, bleed, perforate, or detach parts." Olympus will continue to monitor field performance for this device.